Manufacturer narrative:
Product complaint # (B)(4). 510k: this report is for an unk - screws: 5.0 mm locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, patient returned to surgery for removal of plate on humerus due to nonunion. Humerus was revised with plating and bone graft. It is unknown if there is surgical delay reported. The procedure was successfully completed. The patient experiencing adverse event with nonunion. This complaint involves nine (9) devices. This report is for (1) unk - screws: 5.0 mm locking. This report is 8 of 9 for (B)(4).